Event description:
One endeavor sprint-drug-eluting stent was implanted in the proximal lad. At 30 day follow up, patient displayed stable angina. Investigator reported a spontaneous lower gi bleed (per rectum) occurred three months post initial stent implant, while on antiplatelet therapy. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic at 6 month follow up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation: results - patient's condition affected effectiveness device (spontaneous bleed). Conclusions - device failure/lack of effectiveness related to patient condition (spontaneous bleed).